Manufacturer narrative:
(B)(4). The ac power module was not available for evaluation. The ac power module was replaced to resolve the issue. We will consider this a malfunction of the ac power module where the unit would not charge.

Event description:
The customer reported the unit will not charge. There was no reported patient involvement.